Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended ureteroscopy procedure, the physician opened the package containing an ngage nitinol stone extractor basket. Upon inspection and prior to its actual use, the physician discovered that the basket failed to close completely. Due to this reason, the physician was not able to place the device through the ureteroscope and failed to complete stent fragment removal procedure. As per the initial reporter, the physician had to perform an additional ureteroscopy to complete an intended stent fragment removal procedure. No unintended section of the device remained inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: one used/damaged ngage nitinol stone extractor was received for evaluation. Visual inspection of the returned device noted the handle and basket formation were both in the closed position. There are two kinks in the basket sheath, one at 41.5 cm from the distal tip of the support sheath, and another 43.5 cm from the distal tip of the support sheath. The support sheath and the basket sheath appear to still be adhered. The pett measured 4 cm in length. Functional testing was performed. The collet knob was tight and secure. The male lure lock adaptor (mlla) was also tight. When operating the handle it does not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated; the coil assembly appears to be stuck inside the basket sheath. The customer complaint that the basket failed to sufficiently grasp a stent fragment has been confirmed. Based on the provided information a definitive root cause cannot be established or reported at this time. A review of production and quality documentation did not identify any issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process. There has been no other complaint received for this product/lot number combination. According to the risk assessment no further action is required. Cook medical will continue to monitor this device via returns and the complaints database for similar complaints.